Event description:
Customer reportedly tested 271 mg/dl while having hypoglycemic symptoms. He was treated by his wife with milk containing sugar. No medical treatment received or sought. Requested return of the suspect system and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products: lotensen - 5mg/day; aspirin - 5mg.